Event description:
Information received from the healthcare professional (hcp) reported that the patient's implantable neurostimulator (ins) was not working. Follow up information received reported that the cause of the ins not working had not been determined. The manufacturer's representative was contacted and was coordinating to meet with the patient in the doctor's office on (B)(6) 2016 (if not sooner) to run diagnostics. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.